Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information was received that there was no resistance during valve load and no misload noted. The inline sheath was initially used, but was later replaced with a 16f sheath. The anatomy was somewhat tortuous with a steep aortic root angle, but not calcified and no issues were noted during insertion. No adverse patient effects were reported. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: the delivery catheter system (dcs) was not returned, therefore no product analysis can be performed. Conclusion: without return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of a 34mm transcatheter bioprosthetic valve, in a very sick patient with multiple medical diagnoses including severe aortic insufficiency with a very large native annulus, the valve was recaptured three times due to positioning. It was reported the valve would dislodge during deployment and during the third recapture, resistance was noted in this delivery catheter system (dcs). The patient became unstable and went into ventricular tachycardia. Cardiopulmonary resuscitation was initiated, the patient was defibrillated and medication was administered. The valve could not be deployed in an optimal position. Subsequently, the valve and dcs were withdrawn from the patient and not used for implant. The procedure was aborted. It was reported the physician noted weakening in the capsule of the dcs and it separated when it was pulled. The valve load was performed by a medtronic representative and the load was confirmed with fluoroscopic inspection. There was no difficulty turning the dcs knob. No adverse patient effects were reported.